Event description:
On (B)(6) 2011, pt and his father reported an elevated blood glucose caused by a leaky infusion set. Father stated, the pt's blood glucose was 395 mg/dl due to the leaky infusion set. Pt's normal blood glucose level is 130 mg/dl. Father reported this occurred while the pt was asleep. Father stated, the infusion set leaked toward the top near the rubber seal. Father reported, the pt removed the infusion set, inserted a new infusion set, reconnected to the infusion device and delivered boluses with the infusion device to correct his blood glucose. Father stated, the pt's blood glucose was 108 mg/dl by morning. Father reported, the infusion set and the infusion tubing was in use for 26 hours when the issue occurred. Pt has discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product returned was requested.